Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut. The cutter appeared to have even signs of wear throughout cutter consistent with intended use. Cutters cannot be fully repaired without replacement; therefore, it was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(4). G2 country: united kingdom multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00322-1 0001526350-2023-00834 0001526350-2023-00836 0001526350-2023-00838.

Event description:
It was reported that during a demonstration, the device seemed too tough to use and was tearing the donor skin. There was nothing noticeably broken on the mesher and it seemed to be assembled correctly but it was tearing the skin as it was put through the mesher on the carrier. During product evaluation, the cutter failed the test cut. There was no patient involvement. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.